Event description:
It was reported that an ilet would not charge on the provided pad, displaying a solid then flashing indicator, and the user transitioned to multiple daily injections until a replacement was received; the issue aligned with a device power problem involving the battery component. Symptoms included dizziness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.